Event description:
It was reported the patient had a grand mal seizure and the patient believed it was caused by their spinal cord stimulator system.

Manufacturer narrative:
Concomitant medical products: product ID: 97740 lot# serial# (B)(4) product type: programmer, patient. Product ID: 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).